Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Event description:
On (B)(6) 2012, the pt was implanted with a comformable gore tag thoracic endoprosthesis for penetrating aortic ulcer repair. The pt tolerated the initial procedure. On (B)(6) 2012, the pt underwent a reintervention due to disease progression. The pt tolerated the procedure.